Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged to the conductor wire at the distal end near the yaw pulley. The insulation was damage, and the conductor wire was exposed as a result. Components adjacent to this conductor wire did not show damage. The instrument passed the electrical continuity test in both grips. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the maryland bipolar forceps instrument's conductor wire was damaged. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the chief nurse and obtained the following additional information: the black conductor wire was found fully broken in half. No arcing was observed during the procedure.